Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion, as the device only lasted two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion. Performance data was also collected from the device and analyzed. Analysis of the data revealed that the device was pre/approaching eol/eos/eri/rrt. The weekly battery voltage trend data shows the min battery equaling 2.989 to 2.641 volts between (B)(4) 2012 and (B)(4) 2012 which is before device rrt (recommended replacement time) of less than or equal to 2.6251 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.